Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 400 mg/dl and 500 mg/dl, current blood glucose is 310 mg/dl. It also stated that blood glucose was 310 mg/dl and then customer woke up it was 415 mg/dl then 453 mg/dl. The customer treated high blood glucose with syringe. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.